Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and the universal serial bus (usb) case interface was noted as damaged and usb door was missing. An interior inspection was also performed and the speaker was observed as loose. The receiver data log was downloaded and errors were noted. Device failed functional testing. The root cause was determined to be an assembly error due to speaker being loose in receiver. The complaint of intermittent audio output is confirmed.